Manufacturer narrative:
Product ID 3389s-40, lot# va17zca, implanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# va13nw4, implanted: (B)(6) 2016, product type: lead. Codes are associated with leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that both leads are implicated, however, the right side was most effected and it looks to be about 6 mm medial to stn with a trajectory that went through the ventricle. The left stn looks to be 3.5 mm medial. They were unsure what the root cause of the poor placement was as they were not a part of the case but it looked to be poor placement and unusual technique.

Manufacturer narrative:
Only one lead was reported to have been placed incorrectly. Follow up has been conducted to clarify this point. Based on the manufacturer device query, the possible devices are listed below. Other possibly applicable components are: product ID: 3389s-40, lot# va13nw4, implanted: (B)(6) 2016, ubd: 2018-10-20, product type: lead. Product ID: 3389s-40, lot# va17zca, implanted: (B)(6) 2016, ubd: 2019-05-16, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient was not using their stimulation due to side effects including being very dyskinetic and severe muscle cramps. The side effects were due to the lead not being well positioned. It was noted their ins battery level was low due to normal depletion. The patient was directed to keep their stimulation off until they decide how to proceed. No further complications were reported as a result of this event.